Event description:
Procedure: port-a implantation. According to the reporter: sheath malfunction. The issue was noticed prior to use. No patient was involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).